Manufacturer narrative:
The following devices were also listed in this report: v40 cocr lfit head 40mm/+12; cat#6260-9-440; lot#mkjae. Accolade tmzf hip stem #6; cat#6020-0637; lot#38109302. Trident psl ha cluster 58mm; cat#542-11-58g. 6.5 cancellous bone screw 20mm; cat#2030-6520-1; lot#mnk9tk. 6.5 cancellous bone screw 25mm; cat#2030-6525-1; lot#mne1m1. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by manufacturer? Device not available.

Event description:
Patient was admitted to ER due to drainage of the hip at incision site of prior total hip replacement. Symptoms outside of drainage unknown. The on-call doctor reviewed the patient's condition and after fluid tests were run, it was deemed the patient's hip was potentially infected. The patient was then scheduled for surgery to remove the implants and place a cemented antibiotic spacer. The revision surgery then took place on (B)(6) 2019, where the implants were removed, fluid and tissue sent for testing, and following positive results of infection, a cemented antibiotic spacer was implanted. No further information is available.